Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot#, unknown. Product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown pelvic health indications for use. It was reported that, per the patient's spouse, the patient had cut the wires and ripped out the implant. They had tried to get in touch with the patient's surgeon and their clinician, but no one was answering them. The caller said they wiped up the blood, and the patient was in considerable pain, but it was better now. A note was sent to the patient's representative. No surgical intervention occurred.